Manufacturer narrative:
One 8f fast cath introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and evidence of skiving was noted along the inner wall of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the insertion difficulty is consistent with altering the shape of the needle.

Event description:
This report is to advise of an event observed during analysis confirming skiving.